Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient was reporting poor communication. The caller noted the patient had cath on (B)(6). The caller reported the machine was not working, it was clarified that the caller meant by the machine was not working was the patient programmer was not able to communicate with the implant. The caller confirmed poor communication with and without the patient programmer antenna. The caller confirmed the patient had a return of symptoms that she was implanted for on (B)(6) and when they got the patient programmer out on (B)(6) they noticed the poor communication screen. It was reported the patient programmer would not do telemetry with or without the antenna attached, the symptoms had returned and the ins maybe dead. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a healthcare professional (hcp) on may 9th reported they last saw the patient on (B)(6) 2013. There were no further complications that have been reported as a result of this event.